Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area pain') in a (B)(6) year-old female patient who had essure (batch no. B34596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 2, gardnerella vaginalis vaginitis and abortion. Concurrent conditions included breast tenderness, ovarian cyst, pelvic congestion syndrome, dysfunctional uterine bleeding, endometriosis, pelvic adhesions and adenomyosis. Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal / infection ¿ vaginal"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems: mental anguish") and depression ("psychological or psychiatric problems: depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date was given (B)(6) initially, but in current pfs 17-sep-2013 was given and removal date as (B)(6) 2016 and (B)(6) 2016. Lysis of adhesions of the pelvic sidewall and of the posterior left broad ligament portion and ablation of endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: the essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2016: tissue from right ovary ¿ cystic teratoma. Uterus, hysterectomy ¿ normal myometrium. Benign proliferative endometrium. Slight ectocervical keratosis. Right and left fallopian tubes, salpingectomy ¿ no histologic abnormality. Ultrasound pelvis - on (B)(6) 2015: 2.7 x 2.3 cm right ovarian cyst with a thick internal septation. Mild prominence of the left-sided ovarian vessels suggests venous varices formation which is a common findings; however, in the setting of chronic pelvic pain, can be seen secondary to pelvic congestion syndrome. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 13-aug-2019: pfs & mr received: lot number added. Case became incident. New events: menorrhagia, vaginal bleeding, depression, anxiety, vaginal infection were added. Event onset date were added. Updated outcome of event pelvic pain to recovering/resolving. Reporters, patient demographics, lab data, medical history, concomitant conditions and drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area pain') in a 27-year-old female patient who had essure (batch no. B34596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 2, gardnerella vaginalis vaginitis and abortion. Concurrent conditions included breast tenderness, ovarian cyst, pelvic congestion syndrome, dysfunctional uterine bleeding, endometriosis, pelvic adhesions and adenomyosis. Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal / infection ¿ vaginal"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems: mental anguish") and depression ("psychological or psychiatric problems: depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date was given (B)(6) 2013 initially, but in current pfs (B)(6) 2013 was given and removal date as (B)(6) 2016. Lysis of adhesions of the pelvic sidewall and of the posterior left broad ligament portion and ablation of endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: the essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2016: tissue from right ovary ¿ cystic teratoma. Uterus, hysterectomy ¿ normal myometrium. Benign proliferative endometrium. Slight ectocervical keratosis. Right and left fallopian tubes, salpingectomy ¿ no histologic abnormality. Ultrasound pelvis - on (B)(6) 2015: 2.7 x 2.3 cm right ovarian cyst with a thick internal septation. - mild prominence of the left-sided ovarian vessels suggests venous varices formation which is a common findings; however, in the setting of chronic pelvic pain, can be seen secondary to pelvic congestion syndrome. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area pain') and genital haemorrhage ('general abnormal bleeding') in a 27-year-old female patient who had essure (batch no. B34596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 2, gardnerella vaginalis vaginitis and abortion. Concurrent conditions included breast tenderness, ovarian cyst, pelvic congestion syndrome, dysfunctional uterine bleeding, endometriosis, pelvic adhesions and adenomyosis. Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal / infection ¿ vaginal"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems: mental anguish") and depression ("psychological or psychiatric problems: depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal chronic pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, menorrhagia, vaginal infection, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date was given (B)(6) 2013 initially, but in current pfs (B)(6) 2013 was given and removal date as (B)(6) 2016 and (B)(6) 2016. Lysis of adhesions of the pelvic sidewall and of the posterior left broad ligament portion and ablation of endometriosis. Plaintiff received treatment for pelvic pain, abdominal chronic pain, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: the essure device was successfully occluded. Total bilateral occlusion.. Pathology test - on (B)(6) 2016: tissue from right ovary ¿ cystic teratoma. Uterus, hysterectomy ¿ normal myometrium. Benign proliferative endometrium. Slight ectocervical keratosis. Right and left fallopian tubes, salpingectomy ¿ no histologic abnormality. Ultrasound pelvis - on (B)(6) 2015: 2.7 x 2.3 cm right ovarian cyst with a thick internal septation. - mild prominence of the left-sided ovarian vessels suggests venous varices formation which is a common findings; however, in the setting of chronic pelvic pain, can be seen secondary to pelvic congestion syndrome.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: events per pfs: abdominal chronic pain, general abnormal bleeding, bladder problems and urinary problems were added. Outcome for events pelvic pain, abdominal chronic pain, general abnormal bleeding, bladder problems and urinary problems were resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.